Manufacturer narrative:
(B)(4). On (B)(6) 2012 the incident was identified and linked to an investigation was completed on (B)(6) 2012 and a deficiency was identified. Apoc product action number: (B)(4). Details were provided with the action that was conducted in cooperation with the u.s. Food and drug administration.

Event description:
On (B)(4) 2012, abbott point of care was contacted by a customer regarding pt/inr cartridges that yielded discrepant pt/inr results on a pt in the cath lab. The result was questioned because, the pt is not on any anti-coag medication. I-stat, time: 07:15, inr: 1.7. Dade: time: 08:05, inr: 1.1 new sample. Based on the info available at the time, there were no injuries associated with this event.